Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted. The insulin pump passed self-test, test and all operating current measurement were normal. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device was not delivering insulin. Customer's blood glucose was 113 mg/dl. Customer's blood glucose at time of call was 296 mg/dl. Customer couldn't hear the motor moving. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.